Event description:
Customer called to report a bloody fluid leak from the left center diluter of the coulter lh750 hematology analyzer. Although the leak was not contained to the instrument, customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves; therefore, customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and observed a diluent leak of approximately 5 to 10 milliliters that had leaked from underneath the analyzer, and onto the table. The fse found a hole in the tubing at valve vl5 on the sample access module and replaced the tubing through the pinch valve. Although this line would normally contain only diluent, the location of the hole allowed blood to travel to the area and cause the bloody leak observed by customer. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument leak issue. The root cause of the leak is attributed to the hole in the tubing at vl5.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).